Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the dr mentioned that he feels that the stiffness of staple lines created with trs is causing an increase in reflux in the patient. The product will not be returned because the product was implanted in the patient.